Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has been having a hard time charging the ins and has never been able to charge to 100%. The patient stated that this was due to the placement of the ins and that the ins has been flipping over in the pocket. The patient also noted that the ins does not lay flat in the pocket, and that it sticks out. All of these issues have been occurring since the patient was implanted on (B)(6) 2016. Follow-up was conducted. No patient complications were reported.